Manufacturer narrative:
The investigation for the reported pump stop has been completed. The clinical evaluation and the data logs were reviewed and were sufficient to determine the root cause. The data logs revealed an alarm 115 pump triggered after a loss of purge resulting in air in purge alarm and unsuccessful de-air and open purge line. The cause of the pump stoppage was most likely due to clamping the purge line and the lack of purge led to a blood ingress pump stop.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follow: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 68-year-old male on impella cp support. The patient was to be escalated to an impella 5.5. Upon insertion of the axillary impella 5.5, the impella cp was removed. The impella pump stopped. The 5.5 pump stop prompted the team to remove and when the restart failed. The team instead placed an intra-aortic balloon pump. There was no harm or injury noted.